Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon investigation, the insertable cardiac monitor was noted with undersensing. The patient presented in clinic. The clinic elected to make no changes and monitor the patient. The patient was stable.